Manufacturer narrative:
(B)(4). ¿b5: describe event or problem - additional information. ¿h2 type of follow up: additional information/ device evaluation. ¿h3: evaluation included - additional information. ¿h6: additional information.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. No data was provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).